Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis confirmed the following anomalies: inaccurate telemetered battery voltage and high telemetered current drain. The high current drain was shown to be associated with the regulated voltage. The key components used in the circuit were checked individually and did not exhibit high current. X-ray inspection of all solder bumps was performed with no anomalies found. The failure modes observed cleared after removing the hybrid from the casing.

Event description:
It was reported that the device was removed at the patient's request. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.